Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 43 months ago. The aneurysm is currently larger than 6.0 cm in diameter. The access vessels were not tortuous and had no calcification. The proximal aortic neck had slight tortuosity with no apparent calcification or thrombus. It was reported that a recent CT revealed that there is an unknown endoleak. The endoleak was a small, posterior leak coming from the level of the flow divider. The physician initially believe the leak to be a type I endoleak, however, it was thought to ba a type iii (subtype unknown). There has been no migration and the cause of the endoleak is unknown. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine. The films 43 months post-implant have been reviewed and show that the ipsilateral limb was placed on the right side; an extension was placed on both the ipsilateral and contralateral limbs. The proximal aortic neck diameter was approximately 23 mm, and 3 cm in length. The abdominal aortic aneurysm size is 6 cm. The bifurcated stent graft was positioned just below the renal arteries, and the aortic body and limbs were essentially straight. There is a possible type iii fabric endoleak just above the flow divider, but cannot rule out a proximal type I endoleak. There appears to be calcification or artifacts in the same vicinity of the endoleak which obscures its identification.

Manufacturer narrative:
Method: films. Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (calcification). Conclusions: device failure/lack of effectiveness related to patient condition (calcification.)